Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 11.5 months after the immediate dental implant and abutment were placed in ada site 29 in the mouth, the implant did not achieve osseointegration in type ii bone. No infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that 11.5 months after the immediate dental implant and abutment were placed in ada site 29 in the mouth, the implant did not achieve osseointegration in type ii bone. No infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).